Event description:
Customer was found unconscious and emts were contacted. Upon arrival of emts, customer's blood glucose was tested on his aviva system with a reading of 95 mg/dl and within 10 minutes on the emts' meter of unknown type with a reading of 26 mg/dl. No actions were taken based on the aviva system reading and there was no delay in treatment as the patient was treated by the emts based on the hypoglycemic symptoms and the reading from the emt system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.